Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user started to report in (B)(6) 2022 poor hearing performance with the device. In mid (B)(6) 2022, the user had facial nerve palsy. Further investigation after facial nerve palsy, indicated chronic suppurative otitis media (csom) on the implanted side. The was treated for facial nerve palsy and csom medically. Palsy reduced, however, the hearing performance did not come back to normal. The user has been explanted. At explantation, it was noted that all electrode channels were outside of the cochlea.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance and facial palsy likely due to stimulation in the middle ear caused by extra-cochlear channels. Reportedly during explantation all electrode contacts were found extra-cochlear. Further the electrode array was found extruded through the tympanic membrane in the external ear canal. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user started to report in (B)(6) 2022 poor hearing performance with the device. In (B)(6) 2022, the user had facial nerve palsy. Further investigation after facial nerve palsy, indicated chronic suppurative otitis media (csom) on the implanted side. The was treated for facial nerve palsy and csom medically. Palsy reduced, however, the hearing performance did not come back to normal. The user has been explanted.